Manufacturer narrative:
The reported thermal device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#91127 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reports her omnipod 5 personal diabetes manager (pdm) overheated on the back of the device. From then on, the battery charge didn't last as expected. The patient has used the omnipod charger to charge the device. The pdm was not charging when overheating occurred. The device was very hot all over, but specifically on the back of the pdm. The patient resides in (B)(6) but was in (B)(6) at the time of the event.